Manufacturer narrative:
H3: 81 other ¿ the suspect device has not been returned for evaluation. However, vyaire medical's technical support team was able to resolve the customer's issue by assisting the customer by troubleshooting and ordering a replacement device. D4: unique identifier (UDI) # -unable to determine entire UDI number, as manufacturing information was not provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: no alarm sounding, battery is currently measured at 10.35v and the display is blank. We are unable to see if there is an e20 or 21 error code, since the display is blank. No patient involvement.